Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an ¿unable to proceed¿ alert associated with an alert 38 motor stall during a supply change, after which the ilet was restarted and a dry run to 120 units was successful, followed by a full supply change and resumption of insulin delivery. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a stalled motor, with mechanical issues identified during troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.